Manufacturer narrative:
The c303 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results from 2 samples drawn at the same time from 1 patient tested for potassium electrode (k) on a cobas c 303 analytical unit. The initial result was 6.3 mmol/l. This sample was collected with a syringe from the patient¿s IV port. The doctor questioned this result. The customer repeated this sample, and the result was 6.6 mmol/l. Another sample was collected at the same time as the sample from the IV port, and the initial result was 4.35 mmol/l. A new venous sample was obtained, and the result was 4.1 mmol/l. The customer repeated this sample, and the result was 4.28 mmol/l. The result of 4.1 mmol/l was believed to be correct.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2025 with no issues. There were no issues with qc. No issues were identified during a review of the alarm trace data. The new sample for this patient produced expected results. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.